Event description:
It was reported that at implant, the pump was put in a mesh pouch and sutured into place. Five months after implant the patient fell. The pump went out of the pocket, but was kept in place with the mesh pouch.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type catheter. (B)(4).